Event description:
It is reported that the hook broke upon stem extraction.

Manufacturer narrative:
Evaluation summary: it is alleged that the slap hammer broke. After inspecting the slap hammer, the tip of the extractor hook was found to be fractured. The slap hammer shows signs of heavy use, with a potential field age of approximately 10 years. The pin in the slap hammer was missing, although most likely did not affect damage to the stem extractor hook. The purpose of the pin is to prevent the slide from contacting the base of the stem extractor, damaging the threads. The exact nature of how the fracture occurred is unknown. Information was not given, if the fracture occurred during regular use or if the instrument was dropped. Most likely, repeated use during the natural product life of the instrument fatigued the material and a crack propagated. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.